Manufacturer narrative:
Event date: exact date unknown, event occurred end of last year from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.